Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position procedure where two days post index procedure it was discovered that the previously implanted pascal device became detached from the posterior leaflet which was ascertained by post-op surface tte (transthoracic echocardiogram). Seven days post index procedure a reintervention occurred to stabilize the index procedure pascal device. The procedure was completed, two additional pascal devices were implanted, and mr (mitral regurgitation) was reduced from severe to mild.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6, and h11. H6 health effect: impact code: non-serious injury/illness/impairment. H6 type of investigation: labelling review. The complaint for chordae damaged in attempt to capture leaflet and implant dislodged from a single leaflet, single leaflet device attachment (slda) were confirmed based on the information provided. Although challenging imaging due to horizontal heart position was noted, the available information is unable to suggest a likely root cause that contributed to the reported event. Therefore, the most likely cause of this event is indeterminable. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.